Event description:
It was reported that ECMO was initiated on (B)(6) 2014 at 02:00. The machine ran normally, but blood was observed dripping quickly from the co2 outlet of the oxygenator. The leakage increased at 10:00 so ECMO was ceased. The device was not replaced because the patient's condition was stable. No reported patient effect. Estimated blood loss was 150 ml in 8 hours. No stored blood (ie: no transfusion). ECMO: extra corporal membrane oxygenation. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution of blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available. Additional information: the product mentioned under section d is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153.